Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-oct-2025 and confirmed that this device was not previously returned for servicing and there were production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 7 was jammed. A field service engineer (fse) inspected the latch and the slides, found no issues. While checking the pockets, a pocket was found with its lid above the top of the drawer. A medication bottle was preventing the lid from closing properly. So, the fse popped the lid, and escort repositioned the bottle and closed the lid and tested. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 7 was jammed and unable to open. The customer stated that they managed to get the medication from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.